Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the procedure was an acl reconstruction. The t1 implant remained in the patient. T2 was removed by cutting the suture and being removed with a grasper. There was less than a ten minute delay.

Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that the surgeon had a misfire which became apparent when the delivery needle was removed. A backup implant with a different lot number was subsequently used and this was successfully deployed. No patient injury was reported.